Event description:
Boston scientific has become aware of the following event: when ivus catheter pullback, it trapped in a stent strut. The catheter was removed after trying ballooning etc. Pt status reported as "good and satisfactory".

Manufacturer narrative:
The technical eval will be performed when the device is returned to MFR. The results of the eval will be provided in the supplemental report.